Event description:
Coopervision received a "request for a vigilance report on a medical device" from (B)(6) on (B)(6) 2015 regarding an event that occurred on(B)(6) 2015. The eye care practitioner (ecp) relates on the (B)(6) report that the patient was seen for keratitis. The follow up medical case report made by the ecp to coopervision relates that the patient came in with keratitis and reason is unknown, the ecp states that medical intervention was required to preclude permanent injury. Ointment was prescribed alongside lens rest wear on (B)(6) 2015. Planned follow up visits. The ecp relates on this report that there were no permanent conditions, and no temporary sight conditions. Lenses were not returned and the lot numbers are unknown. The cause for keratitis is unknown this event is being reported on the follow up medical case report, of medical intervention was required to preclude permanent injury.

Manufacturer narrative:
The limited information at this time limits coopervision's assessment and does not allow coopervision to draw a conclusion. The association between coopervision and the incident is unconfirmed . No lot numbers were provided.